Event description:
Alcon received a voluntary medwatch from the FDA. Reporter stated, "pt had lasik performed. The ophthalmologist who performed the surgery did not properly advise pt of all potential complications prior to the surgery. Pt did sign a consent, but none of the symptoms that pt is experiencing were on the form. These side effects are double vision, glare (holes) and severe ghosting. Since the operation, the post operative care has been less than desirable. No testing equipment available to help diagnose the problems and limited follow-up." The voluntary medwatch indicated the suspect product was microkeratome. The reporter was contacted and he stated he had provided two separate medwatch forms to the FDA: one for the laser and one for the microkeratome. The laser identified was manufactured by alcon, but not the microkeratome. The reporter provided the name of his surgeon and the facility where the surgery was performed. The surgeon was contacted, but declined to provide any additional info regarding this case.

Manufacturer narrative:
The investigation has not been completed at this time.